Event description:
Reporter alleged she obtained a reading of 168 mg/dl on the aviva meter. Reporter stated that she felt shaky, weak, and she could not walk at the time of the readings. Reporter stated that her husband had to treat her with a regular coke because she was incapable of getting it on her own. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.